Manufacturer narrative:
Per customer, qc has been within lab-established ranges. Provided data shows increased imprecision of qc for na and cl. A field service engineer (fse) replaced multiple parts, decontaminated the system, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the unicel dxc 600 pro synchron clinical systems intermittently gives high anion gaps. The customer was unable to provide any examples to show which ise analyte was causing the issue, but the customer did state that the na and cl results change upon rerun. Patient data was requested, but is unavailable. The results were not reported out of the lab. Patient treatment was not affected.